Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the integrated multi-sensor technology module, rotary valve motor assembly and sample probe cleaner. The cse ran quality control and patient samples, which were acceptable. The cause of the discordant, falsely low potassium result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low potassium result was obtained on one patient sample on a dimension exl 200 instrument. The sample was obtained from the patient in hospital. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher both times. One of the repeat results was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low potassium result.